Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge mr balloon catheter was advanced for dilation. However, during first inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and patient condition was good.

Manufacturer narrative:
Initial reporter address 1: (B)(6).